Manufacturer narrative:
The subject device was returned for evaluation. Visual evaluation noted a bent guide wire. Simulated use test performed resulted in delayed fastener deployment. The reported deployment issue is a known result of a bent guide wire. Internal component evaluation finds that all of the components are in place and in good condition, no manufacturing anomalies were found. Based on the sample evaluation and investigation performed the root cause for the reported issue is most likely related to the user device interface from applied forces while in use. A review of manufacturing records indicate product was manufactured to specification. To date, this is the only complaint reported for this manufacturing lot of (B)(4) units released for distribution in july, 2019. The instructions-for-use supplied with the device states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue. Place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Counter pressure should be applied to ensure the fastener is fully deployed. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, laparoscopic scissors can be used to cut the fastener head off and a grasper can be used to remove the head of the fastener. Place another fastener in the same vicinity. If the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient."

Event description:
As reported, during a laparoscopic ventral hernia repair procedure on (B)(6) 2021, the surgeon attempted to fixate an unspecified mesh using the bard/davol optifix straight fixation device and the fasteners failed to fixate into the mesh. Another bard/davol optifix fixation device was opened and used to complete the case. There was no reported patient injury.